Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as it exhibited helix extension issue along with low pacing impedance out of range. The helix would then not retract when it was tried to be removed. The lead is not expected to be returned as it was discarded. No additional adverse patient effects.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted as it exhibited helix extension issue along with low pacing impedance out of range. The helix would then not retract when it was tried to be removed. The lead is not expected to be returned as it was discarded. No additional adverse patient effects.